Event description:
Treatment of an avm. While performing an embolization procedure with a microcatheter and mirage guidewire, it was reported that the guidewire was rotated for distal catheterization and broke inside the catheter. The entire sys was removed from the pt, including the guidewire. No pt injury reported.

Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload.